Manufacturer narrative:
Investigation - evaluation: a review of the drawing, manufacturing instructions, quality control data, dimensional verification, instructions for use, and a visual inspection were conducted during the investigation. Visual inspection and functional testing of the returned device were performed. During the manufacturing process, the cap is pulled over flare until flare is seated against inside bottom of cap. The adapter is then attached to the cap and adhesive is applied to the threads of the adapter to prevent the cap and adaptor from reverse threading after assembly. The device failure analysis determined that the flare was out of round with one side being 0.237" and the other side 0.263". These dimensions are within the manufacturing spec on 0.202" to 0.276" . Because distortion of the flare can occur when the flared tube is pulled through the base of the connector cap, this is not an indication that the device was manufactured out of specifications. The connector cap was not returned for this complaint. There is no lot number provided for this complaint. Therefore, a review of the work order for non-conformances could not be conducted. Process validation activities have successfully been completed for this process, which considered tensile properties of the proximal fittings against predetermined acceptance criteria. A review of the dmr was conducted with no notable gaps in production and processing controls noted. As a preventive measure, internal personnel were retrained to internal quality control inspection and manufacturing procedures as well as advised of the risks associated with hub failure for this device. Based on the available information it is not clear if the leading cause to this event might be associated with the mobilization of the patient (the cap could become dislodged during the mobilization of the patient), an eventual medical procedure event or an eventual malfunction of the device. Medical personnel at (B)(6) hospital were retrained on the proper way to place the feeding tube and form the malecot. Based on the provided information,inspection of returned product, and the investigation, a definitive root cause cannot be established or reported at this time. Measures have been previously initiated to address this issue. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient underwent placement of a ultrathane carey-alzate-coons gastrojejunostomy replacement catheter for an unspecified indication. The patient pulled the catheter out for an unknown reason. The patient underwent a subsequent device replacement on (B)(6) 2017 following this event. The connector cap then detached from the device following placement. The handling conditions and circumstances surrounding this event are not known. The device was completely explanted and replaced. No further event or patient information was provided. The device was received by the manufacturer for evaluation.